Event description:
A us distributor contacted zoll to report that a patient developed a weeping skin irritation under the electrodes of the lifevest equipment. Patient describes the area as little pimples. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed erythromycin gel and an antihistamine for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.